Manufacturer narrative:
E1 full name (initial reporter establishment name) - (B)(4). E1 full name (address 1) - (B)(4). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had noisy image. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. The device was returned to olympus for inspection, and the reported failure noisy image was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: foreign matter was present inside the auxiliary water channel. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the noisy image failure was an electrical component failure. However, a definitive cause for the foreign matter present inside the auxiliary water channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient involvement.